Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer experienced low blood glucose and treated with glucagon. Customer stated they needed assistance due to low blood glucose. Customer stated they treated with nasal product like glucagon. Customer stated customer had borderline and moderate diabetic ketoacidosis. The insulin pump will not be returned for analysis.